Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. A 2.5mm non-bsc balloon was used for pre-dilation. The physician advanced the 15mm x 3.00mm nc quantum apex mr balloon to the lesion for additional pre-dilation and upon inflation to 10atms, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex balloon catheter was received with blood present in the lumen and balloon. Inflation of the balloon revealed that the shaft had a hole/perforation. During functional testing, water was dripping from the shaft .5cm distally from the guidewire exit notch. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. A 2.5mm non-bsc balloon was used for pre-dilation. The physician advanced the 15mm x 3.00mm nc quantum apex mr balloon to the lesion for additional pre-dilation and upon inflation to 10atms, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.